Event description:
A 58-yr-old female esrd pt on hemodialysis via right catheter. Approx one hr into uneventful treatment, pt noted to be "snoring loudly." Unresponsive when checked, venous line found to be disconnected from limb of catheter. Approx 200-300 cc's blood noted on floor. Lines clamped, pt placed in trendelenburg position, bolus of normal saline given. Pt went into cardiac arrest. CPR initiated, emergency drugs given. Pt intubated by paramedics and transported to local ER. At the time of transport b/p 115/60, p-80 with infrequent spontaneous respirations. Venous limb of cath appeared to be intact after disconnection, IV set attached to administer fluid.